Event description:
The customer reported being hospitalized for high blood sugar. The customer stated that she was in a coma for several days due to a staph infection in her blood. In addition, the doctor determined the high glucose level was due to a bent cannula.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.